Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized with high blood glucose levels. Customer's blood glucose at the time of call is 535 mg/dl. Blood glucose at the time of admittance was over 594 mg/dl. Customer was wearing the insulin pump at the time of admittance. Nothing further reported.